Event description:
This supplemental report is being filled to include additional information. The patient was brought back into the hospital and subsequently had the entire system explant due to possible allergy. No additional adverse events were reported.

Manufacturer narrative:
This device has not been returned at this time, but no analysis will be performed as the problem is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device is still in service at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had drainage from the incision sites for the device and the electrodes. The patient was brought in for a wound check and had these areas drained. The patient was treated with antibiotics and the system remained in service. No additional adverse patient effects.